Event description:
It was reported the user was pacing the f8 protocol using s1, s2, s3, s4. The pt was induced into ventricular tachycardia. The staff attempted to use the keyboard to switch to a different protocol and the keyboard did not respond. They pt was cardioverted out of vt. At this point, they realized that the stimulator was still pacing in the f8 protocol. The pacing train immediately reinduced the pt into vt. The keyboard would not respond to the halt command. The nurse proceeded to the ep4 to turn it off, but the doctor stopped the pacing by pulling the catheter out. They continued with the device portion of the case. The computer did continue to record and they could not stop the recording using the keyboard. Following the case, they rebooted the computer.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted upon competition of our investigation. Date report submitted to FDA by manufacturer: 03/18/2010. Date the initial reporter provided the information to the manufacturer: (B)(6) 2010.